Manufacturer narrative:
No UDI is being reported since the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. The investigation determined the reported difficulty to advance appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified left anterior descending artery that was chronically totally occluded. While advancing a hi-torque pilot 50 and a non-abbott guide wire (gw) resistance was met with the anatomy/septal, a perforation at one of the septals was noted. The devices were simply removed. Balloon angioplasty was used to successfully complete the procedure and seal the perforation. The patient is fine. There was no adverse patient sequela and no clinically significant delay. It was noted that the physician plans to re-attempt with a non-abbott guide wire at a later time. No additional information was provided.